Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a loose casing over the end and was not fitting the camera box. It was most likely from normal wear and tear as the scopes are used frequently. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.

Event description:
It was reported that the rigid video scope had a loose casing over the end and was not fitting the camera box. It was most likely from normal wear and tear as the scopes are used frequently. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation found dirt in objective unit. Based on the results of the investigation, it is likely the following led to the malfunction: cause likely traced to component failure. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported failure was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a loose casing over the end and was not fitting the camera box. It was most likely from normal wear and tear as the scopes are used frequently. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.